Manufacturer narrative:
It was noted that the device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Individual from the irish distributor reported that the customer reported that a patient dislocated on monday and was admitted for an aspiration of the left hip. The distributor reported that the intention is to revise the hip at a later date. The surgeon reported that the rimfit cup had come away. The surgeon reported that perhaps he should have used a 28mm on the patient.

Manufacturer narrative:
An event regarding shell loosening involving an exeter x3 rimfit id32 od58 was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such patient medical records including office notes, operative reports, and pre and post-operative x-rays are needed to complete the investigation for determining the root cause.

Event description:
Individual from the (B)(6) distributor reported that the customer reported that a patient dislocated on monday and was admitted for an aspiration of the left hip. The distributor reported that the intention is to revise the hip at a later date. The surgeon reported that the rimfit cup had come away. The surgeon reported that perhaps he should have used a 28mm on the patient.